Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic when non sustained ventricular oversensing due to myopotential oversensing was observed. The oversensing was replicated with coughing, deep breathing and laughter. The device was reprogrammed. Patient condition was well and monitoring will continue.